Event description:
It was reported that the patient presented in clinic after experiencing syncope. Upon interrogation, loss of capture, oversensing and low pacing impedance was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was not reproducible. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.